Event description:
It was reported that there was resistance felt between the balance middleweight (bmw) guide wire and the non-abbott balloon catheter during retraction of the balloon catheter after inflation in the left anterior descending coronary artery. Once resistance was felt, the bmw wire was exchanged for another bmw wire, and the procedure was completed without significant delay or any adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned balance middleweight guide wire noted blood on the coils and there was no contrast visible which is consistent with the guide wire being used in the patient as reported. There was a kink in the tip 2 mm proximal to the tipball. There were overlapping intermediate coils, 1 mm proximal to the center solder, for a length of 1 mm. These damages were not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis as no damage was reported during inspection prior to use. The tip was tugged on to confirm that the core and shaping ribbon were intact. Factors that may contribute to the inability to retract the balloon catheter over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. A conclusive cause could not be determined for the reported difficulty. The balloon catheter used during the procedure was not returned which may have aided in the evaluation. The returned guide wire was backloaded through a new balloon catheter without resistance noted. The outer diameter of the solder joints were measured with a hole gauge and met manufacturing criteria. The outer diameter of the guide wire proximal of the hypotube was measured with a laser micrometer and met manufacturing criteria. Manufacturing performs a visual inspection of the guide wire tips after it is loaded into the dispenser and performs an outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot was performed and revealed no other incidents reported for this lot. Based on this evaluation, there is no indication of a product quality deficiency.